Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. A system check was performed, and the pump performed as intended. Additionally, it was reported that customer experienced difficulty charging the pump with the wall adapter. Customer successfully resumed insulin deliveries. Customer¿s blood glucose level was 215 mg/dl.

Manufacturer narrative:
B5, h6: add- 1383

Event description:
It was reported that the pump touch screen was delayed in responding to presses. A system check was performed, and the pump performed as intended. Additionally, it was reported that customer experienced difficulty charging the pump with the wall adapter and that the battery gauge was fluctuating. Customer successfully resumed insulin deliveries. Customer¿s blood glucose level was 150-215 mg/dl.